Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
According to the reporter, the surgical procedure involved performing a colostomy. The surgeon did a digital rectal exam (dre) before the procedure and tried to perform a colorectal anastomosis and avoid a colostomy to improve patients quality of life. During the surgical procedure the surgeon made a colorectal anastomosis with the device. He asked for a review of the anastomosis donuts, finding just the proximal donut (colon), not the distal one (rectum)(which was missing). The surgeon removed the anastomosis and made a colostomy.